Manufacturer narrative:
No trouble found with unit. Water temp at tip was 91 f at full power (21.4w) at 35cc/min water flow. Water pressure and flow adjustment tested ok. Replaced water filter and verified proper calibration. Recommend cavitron brand inserts, also check for clogged inserts if trouble continues.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g136 scaler, the inserts were getting hot; no injury resulted.